Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of failed door ajar-safety clamp sensor was confirmed. On 27-feb-2025, lvp device was received unboxed and with paperwork. Safety clamp open/close door error was observed at power up. A test ail was installed and the error was no longer observed. Internal inspection revealed a faulty ail causing the error to appear at power up. Device to be returned to san diego repair center for normal processing. Recommended bd san diego repair center to replace the ail. Failure investigation report attached to sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed door ajar-safety clamp sensor. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed door ajar-safety clamp sensor. There was no reported patient involvement.